Event description:
It was reported that the right atrial lead had chronic high pacing thresholds with prominent oversensing of far-field r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was a cosmetic depression on the outer insulation, blood in/on the helix mechanism, and there was tissue on the helix. Visual analysis noted that the lead was destructively analyzed to attempt to find anomalies related to the complaint. The distal coil was removed and pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints.